Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging that a ventilator service required error occurred. There was no patient injury reported. The device was evaluated, and confirmed boss mounts cracked, rear enclosure needs to be replaced. The inlet air path assembly and removable air path foam was replaced per remediation. The unit failed test , not in serviced per customer - device failed testing or could not be tested.